Manufacturer narrative:
One device was received. Customer complaint was confirmed through the motor test. Debris was removed from the motor gears which was preventing use. The device passed all testing criteria after being run through dso/uso sensor calibration and pvt testing. Software was updated. The unit (device) was reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed last error code 41622. There was unknown patient involvement.